Manufacturer narrative:
Patient specifics with regard to age, gender, and weight were not provided by the doctor. Multiple attempts were made to contact the complainant in order to obtain further patient and incident details; however, the complainant has remained unresponsive. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that several patients had experienced tooth discoloration after the removal of temporary restorations which had been placed using tempbond clear.

Manufacturer narrative:
The doctor reported that he only experienced the black staining when he used the viscostat 22% ferric sulfate product before seating temporary restorations with the tempbond clear product. The viscostat instructions for use state: "when the tooth is not thoroughly cleaned, residual hemostatic agent or cagulum left on the tooth surface or surrounding tissue may contaminate dentin and/or enamel substrate jeapordizing the bond and seal causing microleakage. Hemosiderin from residual blood in the sulcus or in the coagulum can move between the restoration and tooth producing a dark stain on the underlying preparation. This may occur within days or weeks of placing restorations and will require re-treatment and replacements. These investigation results indicate that this incident occurred as a result of a user/technique related issue and was not due to a product failure.